Event description:
The customer called to report being hospitalized due to high blood glucose levels, with a reading of 620 mg/dl. The customer declined troubleshooting, and stated that her health care professional wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.